Manufacturer narrative:
A spacelabs field service engineer contacted the customer biomed to assist immediately after the issue was reported. The problem with the display was verified and the software was restarted which corrected the issue. The fse provided service training for corrective maintenance to the biomed, and there have been no reports of recurrence. This investigation is considered complete and the issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central lost one telemetry display. No injury was reported as a result of this event.